Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the u-groove was cracked on the pump and the battery compartment was also cracked. The threads on the battery cap were damaged. There was evidence of moisture evident inside of battery compartment. The pump failed leak test due to the battery compartment cracks. There was no other evidence of moisture present inside of battery compartment. Unrelated to the battery compartment, when the pump was booted the display is a dim red color.